Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a procedure was performed when the issue happened. The procedure was completed by swapped the foot pedal with another room. The philips remote service engineer (rse) examined the system remotely and confirmed the wired foot pedal was not working. To resolve the issue rse ordered new footswitch, and customer replaced the wired footswitch. After replacement of wired footswitch by customer, the system returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that wired foot pedal was not working. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.